Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a spinning spiros® closed male luer, red cap the report stated that attached spiros to tubing and it was noted to be leaking and not staying properly connected. Here was patient involvement, no patient injury or harm was done.